Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2023-04401, 3005099803-2023-04402 and 3005099803-2023-04403 for the other associated device information. It was reported to boston scientific corporation that a captivator medium oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, there was difficulty in accurately positioning the snare loop around a one centimeter polyp in the transverse and sigmoid colon. As a result, the snare was unable to fully cut the polyp, leading to an incomplete incision. However, there was no perforation. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (initial reporter city) (B)(6). Block h6: imdrf device code a050702 captures the reportable event of unable to cut. Block h11: block h6 (patient code) has been corrected. Block h6 (device code) has been corrected.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2023-04402 and 3005099803-2023-04403 for the other associated device information. It was reported to boston scientific corporation that a captivator medium oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, there was difficulty in accurately positioning the snare loop around a one centimeter polyp in the transverse and sigmoid colon. As a result, the snare was unable to fully cut the polyp, leading to an incomplete incision. However, there was no perforation. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Imdrf device code a050702 captures the reportable event of loop cutting issue.